Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of  fiber broke. Block h10: investigation results a flexiva 200 laser fiber was returned kinked and broken. The returned piece measured approximately 314.5 cm from the top of the connector to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versa pulse 60 watt console with laser settings of 1.2 joules and 25 hertz. According to the complainant, during the procedure, it was noted that the laser body broke upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018, that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versa pulse 60 watt console with laser settings of 1.2 joules and 25 hertz. According to the complainant, during the procedure, it was noted that the laser body broke upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.